Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the MFR. Additional info pertaining to the device(s) referenced in this report was requested. If additional info becomes available. It will be submitted in a supplemental report.

Event description:
It was reported that the pt scheduled an appt with surgeon in 2009, because the onset of sudden pain in his hip. After x-ray review, surgeon noticed the implant had broken at the morse taper junction, between the proximal body and the distal stem.